Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77500-16, lot: fe12-026, dom: 14 feb 2012, exp: 14 feb 2015. (B)(4).

Event description:
Information received from (B)(6). Treatment of a large unruptured fusiform sidewall aneurysm measuring 19mm x 16mm located in the supraclinoid segment of the left ica (internal carotid artery). The patient presented with a history of cognitive impairment, hyperlipidemia, anemia, and sciatica. The patient was on aspirin and plavix prior to the procedure and given heparin intra-operatively. The patient was also on dexamethasone to prevent swelling. On (B)(6) 2013, the patient underwent pipeline (4.75mm x 30mm) embolization treatment without issues. Post procedural angiogram showed an aneurysm with a residual neck. A recent diagnostic angiogram in september demonstrated continuous filling of the aneurysm and proximal foreshortening of the pipeline. On (B)(6) 2013, the patient underwent a repeat angiogram and attempted embolization. However, due to vascular tortuosity and patient intolerance, the embolization procedure was unable to be carried out. On (B)(6) 2013, it was noted that the previously implanted pipeline had migrated. The patient underwent re-treatment in which two more pipelines (5mm x 16mm / 5mm x 20mm) were implanted. The patient was on aspirin and plavix at the time of the procedure. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipelines to fully oppose the vessel wall. Post procedural angiogram noted a residual aneurysm. Same event as MDR # 2029214-2014-00270.